Manufacturer narrative:
Investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at allgemeines krankenhaus der stadt wien in (B)(6). Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported through patient outcome that the patient was expired on (B)(6) 2019 due subarachnoid hemorrhage. The device operated as intended throughout the duration of lvad support. The pump will not be returned for evaluation. No further information was provided.